Event description:
The facility reported an infusion pump with air-in-line and no alarm. After IV bag had completely infused on a patient, the facility stated that the bag kept evacuating until only air-in-line was detected. The facility questioned why no alarm occurred. The event was reported to have occurred during patient infusion of an IV fluid. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
An evaluation of the pump occurred on 5/16/07. The reported condition was not confirmed or duplicated. The pump detected the air in line with audible alarm & was found to function as designed. A review of the event history noted the customer's history as dated the previus month. There are 11 air-detected sets on channel a (ch) at the rates of 105 to 520ml/hr for two weeks in the same month. On the first day, channel b & c were run at 150ml/hr and an air-detected set occurred 1x on ch b & 1x on ch c. The rest of the history was infusing on channel a at mostly 200ml/hr. In an attempt to duplicate the reported condition, baxter engineer injected 20ml of fluid in an empty bag. Channel a was run at 100ml/hr. After the 20ml fluid in the bag was infused, air was found in the tubing. When the air reached the pump channel's air in line sensor, the pump detected the air in line, the infusion stopped & the audible alarm was heard. The same tests were repeated on channel b & c at 150ml/hr. Channel b & c detected the air in line. The infusion stopped & the audible alarm was heard. Channel a was run at 100ml/hr and channel b & c at 150ml/hr. The engineer introduce 150 micro liter of air into the tubing. Channel's a/b/c detected the air in line. The infusion stopped & the audible alarm was heard. The engineer repeated the air in line tests 5x per channel. Channel's a/b/c detected the air in line, the infusion stopped & the audible alarm was heard. The reported condition was not confirmed or duplicated. The pump detected the air in line with audible alarm & was found to function as designed. The pump was returned to the customer fully operational.